Manufacturer narrative:
The reported generator was returned for investigation. The generator was connected to an external power source and the generator powered on successfully. However the rf stimulation board found to be faulty. Replacement of the rf stimulation board resolved the issue and testing of all ports was conducted while monitoring the port temps and impedance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the communication issue and subsequent procedure cancellation was due to an abnormal functioning rf stimulation board.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
Prior to a lumbar denervation procedure, the generator emitted an audible noise and displayed "communication error: controller not responding or incompatible" and the procedure was cancelled and was rescheduled. There were no adverse consequences to the patient due to the cancellation.